Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The reported complaint of error 5 was not reproducible during analysis, but was confirmed to have occurred through review of log files. The returned product functioned properly during the evaluation and passed all diagnostic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on (B)(6) 2018. Based on information obtained, decision is reportable.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.